Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: filter would not release from the hook. The physician tried at least 8 times to deploy but the filter would not release. The legs got caught inside the valve. Another device was used instead to complete the procedure. No adverse effects to the patient due to this event. Per product evaluation, it was possible to attach and release the filter from the jugular introducers grasping hook. Per product evaluation a cause of event is hardened blood/contrast or use of excessive back tension during release may prevent the filter from releasing when the release mechanism is activated. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information and product evaluation the likely cause of event is that unintendedly excessive tension during deployment prevented the filter from being released. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter would not release from the hook. Tried at least 8 times to deploy but the button would not release. The legs got caught inside the valve and an option device was used to complete the procedure. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.